Event description:
9:30 am pt arrived in the cathlab for a left heart catheterization. 11:56 am the guide catheter was changed out as the physician was unable to advance the guide wire into the proximal left anterior descending. 12:07 pm this was successful and the affected vessel was dilated with stent deployment and no complications.